Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited failure on front panel led. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The lighting failure was able to be confirmed. It is possible that the lighting failure was caused by a faulty front panel light-emitting diode (led). Olympus will continue to monitor field performance for this device.